Manufacturer narrative:
(B)(4). The patient made a mistake when connecting their lines and transfer set. The amia automated pd system patient guide provides instructions on the proper setup. The guide instructs the user on how to connect the lines of the disposable set along with properly connecting the patient¿s transfer set for therapy. The warning section in the guide instructs to use aseptic technique to reduce chance of infection when connecting to the cycler. The guide provides step by step instruction on which connections to make and how. A review of the label for the product family will be conducted.

Event description:
It was reported that the patient received an air in patient line code on the amia machine during peritoneal dialysis therapy. The patient was connected at the time of this event. The patient stated that there was air in the patient line and they needed to end the therapy. They explained that they connected the drain line to the transfer set by accident and then realized that they had done that and disconnected. The patient did end up connecting the patient line, but thought the patient line was their drain line. The technical service representative advised the patient to end the therapy and instructed to start therapy over. There was no patient injury or medical intervention associated with this event. No additional information is available.